Event description:
It was reported that in the cath lab, upon insertion of the intra-aortic balloon (iab) via the super arrow-flex (saf) sheath, the iab could not be inserted all the way through the sheath. The iab and sheath were removed together without incident and another catheter was inserted. There was no pt death or injury. There was no medical/surgical intervention required. The delay in therapy was 5 minutes and pt status was listed as unharmed. On (B)(6) 2010 info was received stating the saf sheath was inserted into the pt's femoral artery. The iab became stuck in the saf sheath and as a result, the saf sheath and iab were removed as one unit. The md inserted another sheath and iab with success. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt outcome was reported as "pt was not adversely affected by the incident."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.